Event description:
It was reported that the patient presented to the emergency room and was symptomatic with a heart rate in the 20's. It was also reported that the right ventricular (rv) lead was failing to capture, was oversensing, and had undefined impedance due to a potential fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.